Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. Bbmi has received correspondence from a customer detailing challenges they are encountering with the infusomat space infusion pumps and sets. The customer indicates that the issues experienced by the medical staff while using bbmi infusomat pumps and sets are causing disruptions in the administration of critical medications resulting in adverse events. In this specific event, the impact was temporary and there were no immediate interventions necessary. As such, the event does not qualify as an adverse event or serious injury. However, special considerations are being made due to increased difficulties the customer has communicated and is experiencing. Therefore bbmi will report this event as a product problem for this instance only. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: critically ill patient admitted after prolonged cardiac arrest. In the ICU, blood pressure was stabilized using a titrated levophed infusion. About 30 minutes after hanging a new levophed bag, an issue with the IV pump caused an alarm for air in the line. Despite troubleshooting, multiple pump replacements, and manual adjustments, the patient's blood pressure dropped, necessitating additional vasopressor support. An alternative vasopressor (neo-synephrine) was administered twice to manage low map. After the IV pump interruption was resolved, vasopressin and levophed were titrated successfully without further issues.

Manufacturer narrative:
This complaint has been identified as b braun medical internal complaint number (B)(4). The actual device involved in the reported incident was returned for evaluation. When the device was evaluated the reported issue was not observed. The device operated as intended. Preventative maintenance was performed.